Manufacturer narrative:
E1, initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited image flickering. The event occurred during maintenance. There were no reports of patient involvement.